Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a procedure, the needle broke off in the patient. The physician initially used clamps to remove the device material from the patient without reinserting the stylet and bent the cannula. After an additional incision was made next to the placement of the cannula, the physician reinserted the stylet and successfully removed the device material from the patient. There was no clinically significant delay, no further adverse consequences to the patient, and the procedure was successfully completed.